Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) (B)(6) that a 900rd015 single use resuscitation kit contained 42 mm masks instead of 50 mm masks. This was found prior to patient use, right out of the box.

Manufacturer narrative:
(B)(4). Method: nine 50 mm labelled mask tubs were returned to fph in (B)(4) for visual inspection. Results: the reported fault was confirmed. The returned mask tubs each contained a 42 mm mask instead of 50 mm. A lot check was not performed as lot information was not provided. Conclusion: the reported fault is most likely due to incorrect packing during the assembly process. Replacement masks have been supplied to the healthcare facility. (B)(4).

Manufacturer narrative:
(B)(4). The complaint masks have only recently been returned to fph in (B)(4), and are currently being investigated. We will provide a follow-up report once we have completed our investigation.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) product manager that a 900rd015 single use resuscitation kit contained 42 mm masks instead of 50 mm masks. This was found prior to patient use, right out of the box.